Manufacturer narrative:
Daughter of patient called for medical information and additionally reported adverse events. On (B)(6) 1997 patient had three palmaz schatz stents placed, one placed in the lad, second placed in the rca ,and third in an unknown vessel, for unknown reasons, hospitalization was not obtained or if event resolved. On (B)(6) 2015 patient was admitted into hospital with "hard time breathing', as treatment had an MRI, daughter states that patient was in the MRI for an hour and a half, and she "felt heat and something burst" in her chest. As treatment during her hospital stay, physician placed a resolute integrity multi link stent in the rca, daughter states "the palmaz schatz stent was corroded ". Additional information was obtained that the stent was not corroded. The doctor told the patient's daughter that there was calcium build up and the stent was blocked. The placed the new stent next to it. Her mother was having the MRI and a heart attack. Lot # 120949 provided in the complaint was not recognized by (B)(4); therefore, a DHR review could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
Concomitant medical products: baby aspirin - 81 mg/daily metoprolol succ. High bld pressure 25mg/daily bacid bowels -/bid brilinta - 90mg/bid melatonin sleeping pill 5mg/hs atorvastatin high cholesterol 10mg/daily lorazepam sleeping 0.5mg/hs & q 6 prn the product remains implanted and is thus not available for analysis. Manufacturing date could not be obtained and the lot number was not recognized by the external manufacturer so a device history record review could not be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Daughter of patient called for medical information and additionally reported adverse events. On (B)(6) 1997 patient had three palmaz schatz stents placed, one placed in the lad, second placed in the rca, and third in an unknown vessel, for unknown reasons, hospitalization was not obtained or if event resolved. On (B)(6) 2015 patient was admitted into hospital with "hard time breathing', as treatment had an MRI, daughter states that patient was in the MRI for an hour and a half, and she "felt heat and something burst" in her chest. As treatment during her hospital stay, physician placed a resolute integrity multi link stent in the rca, daughter states "the palmaz schatz stent was corroded ".

Manufacturer narrative:
Additional information was obtained that the stent was not corroded. The doctor told the patient's daughter that there was calcium build up and the stent was blocked. The placed the new stent next to it. Her mother was having the MRI and a heart attack. (B)(4). A device history review could not be performed as the lot number was not recognized as valid by the original equipment manufacturer of the stent (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Daughter of an (B)(6) year-old female patient with medical history including copd called for medical information and additionally reported adverse events. On (B)(6) 1997 patient had three palmaz schatz stents placed, one placed in the lad, second placed in the rca ,and third in an unknown vessel, for unknown reasons, hospitalization was not obtained or if event resolved. On (B)(6) 2015 patient was admitted into hospital with "hard time breathing', as treatment had an MRI,daughter states that patient was in the MRI for an hour and a half, and she "felt heat and something burst" in her chest. As treatment during her hospital stay, physician placed a resolute integrity multi link stent in the rca, daughter states "the palmaz schatz stent was corroded ". Additional information was obtained that the stent was not corroded. The doctor told the patient's daughter that there was calcium build up and the stent was blocked. The placed the new stent next to it. Her mother was having the MRI and a heart attack. Additional information was received that angiography showed a patent lad stent but there was 20-30% stenosis in the proximal lad. The patient presented to the emergency room with shortness of breath and had a stress test three months prior which was negative. She presented with positive troponin, ongoing shortness of breath and with her abnormality on her troponin and trending updated, was recommended to have a repeat look at the prior stents. It appeared to be a non-stemi and was being treated as a non-stemi. She was taken to the cardiac catheterization lab and selective coronary cineangiography was performed. The images showed collaterals to the rca and the prior rca stent was patent. There was 80% stenosis past the stent which was considered for repeat angiography. A 6f judkins right catheter was brought and used to kindly lift the rca, the sheath was changed to a 6f sheath and a bmw wire was places past the lesion of the mid rca. Then a 2.5x8mm trek balloon was used followed by resolute 3.0x9mm stent. She was given brilinta and aspirin during the present time. The prior stent to the lad remains patent; however, there was the proximal lad which had 20-30% stenosis. The proximal circumflex stent was widely patent. Lot number 20949 provided in the complaint was not recognized; therefore, the DHR review could be performed. Restenosis is a known potential adverse events associated with implanting coronary artery stents and are often associated with the progression of coronary artery disease. Myocardial infarction is a known potential adverse event related to having a coronary stent implanted. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially a side branch. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.